Event description:
A pt is experiencing a dark shadow in their visual field following intraocular lens implant surgery. The pt would like to have the lens removed and replaced. However, the surgeon has not decided whether or not to perform a lens exchange. Additional information has been requested.